Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified shunt in the limb. After a guide wire crossed the lesion, a 5.0 x 40 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 12 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5.0 x 40 75cm mustang balloon catheter. No patient complications were reported and the patient's status was stable.